Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4) are applicable to the system checkout. Software analysis was unable to confirm if the cause of the issue was related to a software anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the camera had a fault light. The site switched to a different s8 for the case. The camera booted normally when the manufacturer representative used it. There was no amber light. Everything was functioning as intended. The procedure was delayed by less than one hour and there was no impact on patient outcome. Additional information was provided stating that this was a posterior cervical decompression procedure.